Manufacturer narrative:
The field service representative (fsr) was dispatched to resolve the issue. Few troubleshooting tasks were performed including; tightening the fittings of the pre-trigger and the trigger level sensors and the re-calibration of the tsh and the troponin assays, which resolved the issue. The fsr determined the arc sens lvl trg (list number: 08c94-66) and the arc sens lvl ptrg (list number: 08c94-67) to be the likely causes of the issue. A review of service history for the architect i1000sr (serial number (B)(6)) revealed no additional reports of discrepant patient results by the customer since the current complaint, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the arc sens lvl trg (list number: 08c94-66) and the arc sens lvl ptrg (list number: 08c94-67) did not identify any trends. Review of tracking and trending for the architect i1000sr did not identify any trends. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the arc sens lvl trg (list number: 08c94-66). The arc sens lvl ptrg (list number: 08c94-67) or the architect i1000sr (serial number (B)(6)) was identified.

Manufacturer narrative:
Multiple patients involved; no further patient information was provided.

Event description:
The customer questioned architect tsh results generated with the architect i1000sr for several patients. The following information was provided: sid (B)(6) initial run 0.0019 uiu/ml, repeat 0.9193 uiu/ml, repeat 0.0195 uiu/ml, repeat 1.3385 uiu/ml, repeated on another instrument 1.3179 uiu/ml, patient history 1.309 uiu/ml ran 19 (B)(6) 2021. Sid (B)(6) initial run 0.0045 uiu/ml, repeat 2.9289, repeat 2.7871 uiu/ml patient history 2.788 uiu/ml ran (B)(6) 2020. Sid (B)(6) initial run 0.0073 uiu/ml, repeat 2.3555 uiu/ml, repeat 2.3395 uiu/ml. Sid (B)(6) initial run error code 1008, repeat 0.0888 uiu/ml, patient history 4.402 uiu/ml (B)(6) 2020. Sid (B)(6) initial result 2.935 uiu/ml, repeated on another instrument 4.9959 uiu/ml. Sid (B)(6) initial result 0.023 uiu/ml, repeated on another instrument 1.9975 uiu/ml. Sid (B)(6) initial result 0.063 uiu/ml, repeated on another instrument 0.4317 uiu/ml. Sid (B)(6) initial result 0.118 uiu/ml, repeated on another instrument 2.7086 uiu/ml. Sid (B)(6) initial result 0.014 uiu/ml, repeated on another instrument 0.6785 uiu/ml. Sid (B)(6) initial result 0.089 uiu/ml, repeated on another instrument 50.7747 and 50.1551 uiu/ml. Sid (B)(6) initial result 0.017 uiu/ml, repeated on another instrument 0.893 uiu/ml. Sid (B)(6) initial result 2.153 uiu/ml, repeated on another instrument 3.8757 uiu/ml. Sid (B)(6) initial result 0.783 uiu/ml, repeated on another instrument 2.4071 uiu/ml. The customer also questioned architect troponin results generated with the same i1000sr for one patient. The customer uses the reference range <0.028 ng/ml. The following was provided: sid (B)(6) initial result <0.010 ng/ml, repeated on another instrument 0.1 ng/ml. No impact to patient management was reported.